Event description:
It was reported that a pump will intermittently not build pressure higher than 10.45 psi. When the device does build pressure higher than 10.45 psi, the pump does not detect a downstream occlusion while on the medium pressure setting. The customer stated that the gauge utilized during testing does not measure higher than 20 psi.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and found that the pump was unable to build pressure higher than approximately 20 psi. The device was able to detect a downstream occlusion at the low and medium settings, however, on the high setting, the pump was unable to detect a downstream occlusion. Review of the device history file confirms that shims were applied to both the upper and lower door hooks during manufacturing as required. However, further device evaluation determined that the pump was received from the customer with no shims on the upper and lower door hooks. After shims were applied, the pump was able to build 60 psi of pressure and passed downstream occlusion testing on the high setting.